Event description:
Patient reported obtaining elevated blood glucose results (222 and 228 mg/dl), while using the suspect device. Manufacturer's recrods indicate that pt owns 2 devices; however, pt did not indicate which device was in use for each blood glucose result. Pt reportedly tested on another manufactuer's instrument and received a low reading ( value not provided). Pt stated that, had he delivered insulin based on the elevated results, he "could have died." No pt injury was reported. Pt did not indicate whether quality control testing had been performed on the suspect device. Technical support requested the return of the suspect device; however, pt refused to return the device, indicating that he was "sending it to the government for testing."